Event description:
This event occurred on an axxcess catheter which is a part of the percuflex kit. It was reported that during an unspecified procedure, a catheter tear and detachment occurred. The lesion was located in an unspecified ureter. The axxcess catheter was advanced to the lesion. Upon attempting to remove the catheter, the physician noted that the catheter had torn and a piece of the device remained inside the patient's bladder. The physician was able to successfully retrieve the detached piece with a forceps. The procedure was completed with another of the same device. The patient's status is reported as "good".